Event description:
It was reported that the patient was hospitalized due to complications of infection. It was said that the patient's lactate dehydrogenase was elevated to 900, and it was previously in the 200s which was their baseline. Log files were submitted for review and captured routine events. It appeared that the ventricular assist device was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.